Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat an unknown vessel. During the procedure, the balloon was attempted to be inflated, but due to the indeflator, the balloon would gradually lose pressure. Therefore, the indeflator was replaced, and the balloon was successfully inflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. Abbott vascular will continue to trend the performance of these devices.